Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, an operating room (or) staff called in to report two errors occurred. The caller stated when the errors occurred, they had unexpected motion twice on universal surgical manipulator (usm) 3 and once on usm 4 where the usms suddenly dropped quickly a few inches and then stopped. The issue was resolved when they pressed the port clutch. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and found error 100 on set up joint (suj) 3 (twice) and suj 4 (once). The tse verified if anyone was leaning on the usms, the usms were pushed without clutching, or if there was a usm collision. The caller stated no one was pushing on the usms or by the usms when the issue occurred. There was no arm collisions or external force on the usms. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed system test drive. There were no troubles found. The system was operational and verified for use.